Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4) and (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the malposition cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transeptal valve in valve tmvr procedure with a 29mm sapien 3 ultra resilia valve in a non-edwards valve, the valve was noted to be too ventricular during full inflation. An attempt to pull the valve more atrial was done without success, so the team attempted to proceed with a valve in valve in valve (vinvinv) procedure using another 29 sapien 3 ultra resilia valve. The valve was advanced through the esheath+ without issue. However, there were challenges crossing the mitral prosthesis with the wire. A lot of torque was being placed on the system, and a kink was noticed within the flex catheter. The team was eventually able to cross the mitral valve after troubleshooting, but when attempting to pull the flex catheter back, it would not move. A lot of force was placed to get the catheter to move back to the middle marker. The team began pacing and attempted to deploy the valve. However, the balloon was noted to be 'damaged', and contrast was exiting the balloon (would not inflate). The team attempted to advance the flex catheter back to the valve but was unable to. Troubleshooting was performed, and they were able to remove the valve out of the heart and bring it back to the esheath+. The valve was then moved back into the inferior vena cava, and they attempted to align the valve with the esheath+, but they were unable to pull the valve back into the esheath+. They began to remove everything as a unit. However, as the valve reached the femoral vein, the 'start of the tissue tract' was stripped off the system (valve dislodged). At this point, the valve made its way into the iliac vein over a wire. The team was able to pass the peripheral balloon through the valve and attempted to pull it back, but felt it wasn't far enough back to make an easy retrieval via cutdown. The team upsized the balloon to a 10mm balloon and began deploying it within the iliac vein. They then placed a non-edwards balloon and expanded and followed that with a stent to secure the valve. At this point the patient was stable, and it was decided to abort the case and potentially come back for a trans apical access.